Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016 sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (serial number (B)(4)/lot number 5206599) was returned for evaluation. A visual inspection was performed and no defects were found. The customer complaint could not be confirmed through transmitter testing because the transmitter had no voltage. A review of the shared data log confirmed the reported event of inaccuracies. A root cause could not be determined; however, it is unknown if the returned device is the product at fault.